Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally changed the pump's basal rates. There was no reported impact to the customer's blood glucose level. Reportedly, the customer corrected the setting and resumed insulin therapy.